Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for an unspecified reason. All components of the ipp were removed. A new malleable prosthesis was then implanted. There were no reported patient complications. Despite efforts, it could not be determined whether the explanted components will be returned. A supplemental report will be filed should additional information received or the device returned for analysis.